Event description:
Procedure: bullectomy. According to the reporter: after firing, it was not possible to open the jaws. The instrument was resected with the use of another device through another port.

Manufacturer narrative:
(B)(4)